Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer received assistance from technical support to reset the pump and was advised to continue using it unless the malfunction code recurred. Customer acknowledged the instructions and was advised to call back if issues persisted.